Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pelvic pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("debilitating periods"), rash ("rashes"), abdominal distension ("bloating"), cyst ("reoccuring cysts"), depression ("depression"), headache ("headaches"), fatigue ("fatigue"), bladder disorder ("bladder issues") and allergy to metals ("allergic to nickel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2011). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, menstrual disorder, rash, abdominal distension, cyst, depression, weight increased, headache, fatigue, bladder disorder and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, bladder disorder, cyst, depression, fatigue, headache, menstrual disorder, pelvic pain, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media was received. New event added: allergic to nickel. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1985) on 24-oct-2015. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pelvic pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("debilitating periods"), rash ("rashes"), abdominal distension ("bloating"), cyst ("reoccuring cysts"), depression ("depression"), headache ("headaches"), fatigue ("fatigue") and bladder disorder ("bladder issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2011). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, menstrual disorder, rash, abdominal distension, cyst, depression, weight increased, headache, fatigue and bladder disorder outcome was unknown. The reporter considered abdominal distension, bladder disorder, cyst, depression, fatigue, headache, menstrual disorder, pelvic pain, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: case become incident, essure removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.